Event description:
According to the available information, a patient, with erectile dysfunction caused by radical prostatectomy of unknown etiology, received a penile implant of unknown model / manufacturer on unknown date. It was necessary to replace this implant on (B)(6) 2024 with the genesis semi-rigid penile prosthesis, for an unknown reason. On (B)(6) 2024, the patient sought the doctor reporting pain in the implant region. He then underwent an MRI exam which found presence of a semi-rigid penile prosthesis installed regularly, with no signs of fracture. Fluid collection in the scrotal site had an inflammatory/infectious appearance. The doctor started antibiotic treatment without patient progression. Then, the doctor opted to remove the prosthesis to treat the infection and subsequently a new implant if the patient is eligible. The infection was treated without major complications for the patient, who is currently doing well.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated.